Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced a diabetes-related issue (hbg) that resulted in a visit to the emergency room (ER) and subsequent hospitalization. The customer arrived at the ER on (B)(6) 2024 and was not admitted to the ICU. The highest blood glucose (bg) level related to the incident was 282 mg/dl. The issue caused an abscess in the abdomen. The suspected cause of the issue was with the infusion set tubing and cannula, with pus coming from the site when removed on (B)(6) 2024. The customer attempted oral antibiotics before going to the ER/hospital. The customer received IV antibiotics, a CT scan, and scheduled operation to remove the abscess. The treatment did not resolve the issue, and there was no permanent damage identified. The customer has not been released from the ER/hospital, and plans are in motion to switch infusion set types. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number under d4, date of this report under b4 and medical device problem code under h6. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: upon review of the event description and assigned malfunction code insulin not approved for the infusion set, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi)-001031 (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion: based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.